Event description:
(B)(6) 2012 - the consumer's wife reported that her husband uses the toilet safety frame, but feels very insecure using it, because the arms feels wobble too far out. There was no injury reported.